Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device sample was received in used condition without the original packaging. Tear/damage was detected in the cuff during visual inspection. The condition reported by the customer was that the balloon was deflating, however the confirmed condition was damaged/broken cuff. The complaint was not confirmed. No other analysis was performed. The root cause could be due to improper use of the product. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Event description:
It was reported that once placed, the balloon of the endotracheal tube was deflating. This issue caused no clinical consequences to the patient. (B)(4) are related files dealing with the same patient and the same issue.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.